Event description:
It was reported that the patient experienced the infusion set leakage and tubing came apart event on (B)(6) 2026. The infusion set was inserted in the left abdomen and had been in use for one day.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reported malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.